Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental med watch will be filed. (B)(4).

Event description:
It was reported that stent damage occurred. The target lesion was located in the severely tortuous and non-calcified proximal right coronary artery. A 4.00 x 16 synergy¿ drug-eluting stent was advanced to treat the lesion. However, the distal edge of the stent came into contact with the proximal edge of a previously placed stent and was unable to cross the lesion. The device was removed and the distal side of the stent was found to be lifted. The procedure was completed with a non-bsc stent. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
The stent delivery system (sds) was returned for analysis. A visual examination of the crimped stent found the stent damaged with struts on distal rows 5&6 stretched and lifted distally from the stent profile. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. The bumper tip of the device showed severe signs of damage to the distal edge of the tip. This type of damage is consistent with resistance being encountered on advancement of the stent delivery catheter through a calcified lesion site. A visual and tactile examination found multiple kinks along the hypotube shaft. This type of damage is consistent with excessive force being applied to the delivery system. A visual and tactile examination of the mid-shaft section found a midshaft kink at the port exit site. This type of damage is consistent with excessive tensile force being exerted on the delivery system. The outer extrusion, inner lumen and bi-component bond showed no signs of damage or strain. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable cause of the reported difficulties may be due to interaction with another device. (B)(4).

Event description:
It was reported that stent damage occurred. The target lesion was located in the severely tortuous and non-calcified proximal right coronary artery. A 4.00 x 16 synergy drug-eluting stent was advanced to treat the lesion. However, the distal edge of the stent came into contact with the proximal edge of a previously placed stent and was unable to cross the lesion. The device was removed and the distal side of the stent was found to be lifted. The procedure was completed with a non-bsc stent. No patient complications were reported and the patient's status was good.